Event description:
It was reported that the fork/stem assembly came out of the housing while the end user was in the chair, causing him to fall out. It appears the caster housing is missing a component per the photo furnished to us. That component was present at time of final inspection prior to shipping. This appears to be evidence of improper servicing. The housing may have allowed the fork/stem to fall out. The chair has not been made available for inspection.

Manufacturer narrative:
Based on the information that has been provided, it appears someone, other than an authorized supplier (possibly end user or family), worked on the wheelchair because it is missing a component in the photographs. Ki mobility has made multiple attempts to get more information and the suspect parts returned so we can review and determine what may have caused the stated fall. Ki mobility will update this report when the parts are returned or more information becomes available.